Event description:
Exofin was used during surgery to close an incision. Approximately 1 week later the patient was recognized to have a topical surgical site infection. Per ip the patient had "incisional pruritic rash with satellite micropapules with onset 6 days after ppm(permanent pacemaker) generator change". Therapy dates: (B)(6) 2023. Diagnosis for use: post surgical use - cardiothoracic surgery.